Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device was alarming and displaying a battery failure alarm message. There was no patient involvement.

Manufacturer narrative:
The hospital biomedical engineer reported the replacement battery was received and replaced. The device successfully passed performance specification testing.